Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited a low p waves and noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.